Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specs for all pressure-flow and preimplantation tests. The valve had two tears in the sides of the proximal occluder. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our prods are 100% tested at the time of MFR.

Event description:
It was reported that the valve was leaking before implantation.